Event description:
An aus device was implanted on 7/9/96. The balloon was revised on 12/12/86, 10/13/89, 8/31/94, and 11/19/96. The cuff and balloon were revised on 8/12/87. The cuff was revised on 5/10/94. The cuff was removed on 8/25/95. The cuff was reimplanted on 1/12/96. The cuff and pump were revised on 2/18/97. The pump was removed from the pt on 4/2/97 due to scrotal erosion and infection.